Manufacturer narrative:
The instrument used during the surgical procedure has not been returned for evaluation, however, the field service engineer performed an electrical safety check on the da vinci s surgical system used during the surgical procedure and found that the system is functioning within specifications. Investigation has shown that it is possible for electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. However, the root cause of the customer reported failure mode cannot be definitively determined. A follow-up MDR will be submitted if additional information is received. As of december 3, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that at the end of a da vinci s sacrocolpopexy procedure, while the surgical staff was removing the cannula from the patient, the surgeon observed charring like burns at one of the cannula port incision sites. The port incision was sutured close and the affected area did not require any additional procedure or treatment. No additional patient harm, adverse outcome or injury was reported.